Manufacturer narrative:
(B)(4). The rt206 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory tube of the complaint rt206 adult breathing circuit was returned for inspection. The electrical resistance of the inspiratory heater wire was tested using a multimeter. Results: electrical resistance testing showed that the inspiratory limb heater wire was open circuit. Continuity testing showed that the open circuit in the inspiratory limb heater wire was located in the connection between the heater wire and the heater wire pin inside the "overmoulded" plug. A lot check revealed no other complaints of this nature for lot number 120113. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. The timing of use shows that the heater wire became open circuit post production. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that the humidifier alarmed with a 'heater wire disconnect' when the heater wire adaptor was connected to the inspiratory limb of an rt206 adult breathing circuit. This was found prior to patient use.